Manufacturer narrative:
The device was not returned for investigation. However, the provided video confirmed the report. The safety balloon was observed to be leaking/damaged. While the reported problem was confirmed, the exact root cause of the balloon leaking could not be determined. It is possible to damage the safety balloon if the user mishandled the device when removing the safety sleeve or if the sleeve was incorrectly moved in the direction of the stopcock instead of toward the infusion area of the internal carotid lumen. The lot history record for the device was reviewed, no issues were found during manufacturing or packaging that would cause or contribute to the reported event. Additionally, we have not received any reports of similar issues occurring for this lot.

Event description:
It was reported that there's a hole in the internal inflation hose during cea procedure. Another shunt was used without any issue. No injury was reported to the patient.